Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services (ts) on 6/20/2012 states that patient is complaining of shortness of breath. Checked patient today. Patient has history of af ib and going in and out of afib and asking about markers. Device check was great, lead measurements were great and isometrics and pocket manipulation were negative. Caller wants to fax in report with some strips and get opinion on if afib or noise. Ts reviewed fax. There is sensor driven pacing (-sr markers) and far-field on the atrial channel but device is not marking it due to cross chamber blanking which is set to 150ms so this is appropriate to not mark this. Discuss atr setup aggressive as entry count is 4, dur is o so you will mode switch quickly as only need 4 fast atrial beats above the trigger rate. Discuss stored egm's appear to be actual afib and this can look noisy. Caller will continue to monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).